Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that after the implant, the right ventricular (rv) lead had high thresholds due to a microdislodgement. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.